Manufacturer narrative:
The defective pump was returned to livanova (B)(4) for further investigation. The visual inspection of the s5 pump head revealed that the bolt in the middle of the resolver module was loose, which caused the resolver to be misaligned. The error described by the customer could not be reproduced, however another error was shown when the pump was put into operation. Both error messages can be related to the identified misalignment of the bolt in the resolver module. The reported issue was caused by a human error during the manual assembly. Corrective actions are in progress for this issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A distributor engineer performed a serial readout and provided it to livanova (B)(4) for analysis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for return to livanova (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that a motor controller fault was displayed on the s5 roller pump during setup. There was no patient involvement.